Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. The patient was lost to follow up. Upon attempt interrogation, the pulse generator could not be interrogated. The device exhibited loss of output. On 8/23/16, the device was explanted and replaced. The patient was in stable condition prior, during, and post operation.